Event description:
Verisyse / artisan lens implants done caused corneal swelling and epithelial loss necessitating corneal transplants in both eyes. These implants were placed in 2008. Reference report: mw5176375. Health effect codes: 1924, 1791, 2075. Device problem code: 4001.